Event description:
The customer reported frayed cord at connection point with ID now instrument which sparked when plugged in. The customer stated that there was no immediate danger and there was no injury. There was no patient involvement, and no further information was provided.

Manufacturer narrative:
The date indicated is an approximation as the customer stated the exact event date is unavailable. This report is being filed on an international product, list number nat-000 that has a similar product distributed in the us, list number nat-024. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. This report is being filed on an international product, list number nat-000 that has a similar product distributed in the us, list number nat-024. The customer reported that their ID now instrument had a frayed power cord. Based on the issue, a replacement cord was provided to the customer. Issue resolved and no further investigations required. A product deficiency was not identified or reported for the ID now instrument; therefore, no additional investigation was required. This instrument power cable was confirmed to be damaged/frayed and falls within the scope of abbott internal procedures which determined damage occurred due to user mishandling and that no product defect was found. Damaged cords present no danger to the user. The supply output is only 12 vdc and the design contains a failsafe which shuts down the supply in the event of electrical short circuit resulting from exposed wiring. Based on the above summary, the investigation is deemed closed. An overall product deficiency has not been identified. The product will continue to be monitored and tracked. H3 other text : device not returned.

Event description:
The customer reported frayed cord at connection point with ID now instrument which sparked when plugged in. The customer stated that there was no immediate danger and there was no injury. There was no patient involvement, and no further information was provided.